Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded dso seal, cracked rear case, and a damaged lcd display with black spots. Functional testing was able to duplicate the reported problem. It was determined that the expired clock battery on the main board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device had a maintenance message 0 and "must be sent for repair to have the internal battery changed". The device evaluation revealed a degraded dso seal. There was unknown patient involvement.